Event description:
Customer's mother reported customer (a child) experienced incoherence and a loss of consciousness. Paramedics were called. Customer's mother further reported customer received a reading of 165 mg/dl on her freestyle lite blood glucose meter compared to a reading of 44 mg/dl received by the paramedics on an unk brand of meter within 10 minutes of each other. The paramedics treated the child with a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.